Manufacturer narrative:
An event of complete atrioventricular block during navitor procedure, mild perivalvular leak, asthenia, worsening kidney function and recurring ventricular contractions was reported. Information from field indicated that the valve was re-sheathed once during procedure, due to being deployed too high. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the heart block and pvl appears to be related to procedural difficulties. However, the exact cause could not be conclusively determined. The cause of reported patient effects of fatigue and renal failure could not be determined. The reported unexpected medical intervention was result of case-specific circumstance as post-implant balloon aortic valvuloplasty performed due perivalvular leakage; the pvl after post-implant bav was trivial. The surgical intervention was due to a permanent pacemaker implant due to the complete heart block. There was medication administered for ventricular contractions. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 20mm non-abbott device. It was noted during procedure via electroencephalogram that the patient developed a complete atrioventricular block. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure, due to being deployed too high. No deployment or retraction difficulties were reported. A post-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-abbott device due mild perivalvular leakage. The final non-coronary cusp implant depth was 4.8mm. The pvl after post-implant bav was trivial. The decision was made to implant a permanent pacemaker due to the complete heart block. The length of the membranous septum was 12 mm, and no calcification extended beneath the aortic annular plane into the interventricular septum. The implanting physician believes the complete heart block was caused by the initial release of the valve. The trivial perivalvular leak was attributed to slightly low implantation under the left coronary cusp. The patient is currently stable and did not exhibit any clinical signs or symptoms related to the implantation procedure. There was no initial or prolonged hospitalization due to these events, and the patient was discharged three days after the procedure. On (B)(6) 2025, it was noted that the patient reported asthenia and no intervention was performed. On (B)(6) 2025, it was noted that the patient had worsening kidney function and no intervention was performed. On 12 aug 2025, the patient reported recurring ventricular contractions and it was visible on echocardiogram (ECG). A bisoprolol was administrated.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: eu2624 - 3801 ((B)(4)). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 20mm non-abbott device. It was noted during procedure via electroencephalogram that the patient developed a complete atrioventricular block. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure, due to being deployed too high. No deployment or retraction difficulties were reported. A post-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-abbott device due mild perivalvular leakage. The final non-coronary cusp implant depth was 4.8mm. The pvl after post-implant bav was trivial. The decision was made to implant a permanent pacemaker due to the complete heart block. The length of the membranous septum was 12 mm, and no calcification extended beneath the aortic annular plane into the interventricular septum. The implanting physician believes the complete heart block was caused by the initial release of the valve. The trivial perivalvular leak was attributed to slightly low implantation under the left coronary cusp. The patient is currently stable and did not exhibit any clinical signs or symptoms related to the implantation procedure. There was no initial or prolonged hospitalization due to these events, and the patient was discharged three days after the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.